Event description:
Reported due to guide break found upon investigation. Physician attempted arteriotomy closure with a perclose a-t (closer ak) device following an interventional procedure. Reportedly closure was not successful using the perclose a-t "because only one suture appeared." Hemostasis was achieved with manual compression. The device was returned and upon investigation a guide break was noted. Although requested, no additional information was provided.